Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported while attempting to enable MRI mode the patient was unable to due to ipg reaching end of life. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.